Event description:
This report is based on information provided by the distributor and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the device had an audio malfunction. Device was in clinical use but no reported patient nor user harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of an audio malfunction. It was determined that this was a malfunction of the 453564489331 dfm100 assy speaker, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the 453564489331 dfm100 assy speaker. The reported problem was confirmed. The customer replaced the 453564489331 dfm100 assy speaker to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : device is evaluated by 3 party.